Manufacturer narrative:
The device was received fully deployed with the both housings damaged and cracked. The device was returned with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. Corrosion on the pcb prevented data from being obtained from the device. Without the data it could not be determined if the device successfully delivered insulin. Upon opening the device, extensive damages to the internal components compromised the integrity of the investigation. The cause of the reported dislodged cannula could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment the patient replaced the pod.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.